Manufacturer narrative:
Additional information: h4, h6, h11 h4: the lot was manufactured between september 29, 2023 - october 02, 2023. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leaks were observed and the add port cap held firmly in place. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked. Furthermore, "the plastic port cover of the inlet port (or manual add port) was coming off after insertion of needle to inject drug, which then caused the drug to leak out of the bag." There was no patient involvement. No additional information is available.